Event description:
It was reported that patient experienced infusion set is leak at site event on 24 apr 2026. Infusion set is used for one day, mention the patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.